Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: failure to obtain hemostasis. Additional info on 19may2022: access was left cfa, physician unable to advance lock completely due to angle of access and patient habitus, physician re- advanced lock once and then proceeds with two 7x20mm balloons followed by an 8x20mm covered stent. Additional information 19may2022: during a percutaneous ventricular assist device (pvad) protected pci procedure, multiple micro puncture access was obtained in the mid femoral head of the left cfa. The cfa vessel was reported to no calcification and no tortuosity. The manta depth was measured at 5+1cm. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, the bp was 125/70mmhg and act was 250. Heparin was administered intravenously. Time to hemostasis was 35min. Current patient condition is reported as fine.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci, a 14f manta was planned for closure in the left common femoral artery. After multiple attempts using micropuncture, a mid-femoral head positioned access was gained. The arteriotomy had a depth measurement of 5cm + 1cm, no calcification or tortuosity present. No issues were encountered advancing or withdrawing the procedure sheaths. During deployment, the physician was unable to advance the radiopaque lock completely due to the angle and the patient habitus. The physician re-advanced the radiopaque lock, inserted a balloon, applied two inflations, and deployed a covered stent. Time to hemostasis was thirty-five minutes. There are many potential causes for the extended time to hemostasis requiring a covered stent. In this case the root cause is likely improper access angle position due to interference of the habitus while attempting to advance the radiopaque lock, not allowing the collagen to seat properly on the vessel wall and seal the puncture to stop the flow. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, no angiograms or device submitted for investigative purposes, the root cause remains inconclusive. The IFU indicates in the procedural requirements arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Precautions state if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention.